Event description:
Endo cath specimen retrieval pouch 15 mm (ref (B)(4), lot: j1b0424hy) ruptured on the seamline with the donor kidney in the bag when surgeon was removing the kidney. This is a critical portion of the procedure because it is imperative to remove the donor kidney from the body cavity, place the donor kidney on ice and begin to flush the donor kidney with organ procurement solution. Because the end pouch ruptured, the surgeon had to struggle to remove the kidney from the cavity and place the organ on ice. This was a minimum 10-minute delay.